Manufacturer narrative:
The device was returned to the bsc (B)(4) technical service center. The generator was subjected to functional testing, including a display check, an error display check and an output accuracy check; no issues were found. Electrical safety testing included leak electric current measurements, grounding resistance measurements, input electric current measurements, and a drop test. The device was within specifications. The complaint could not be confirmed; the device could not be functionally evaluated with respect to pad burns while in use. According to the dfu, pad burns are a known inherent risk of the procedure: the risk of burns can be reduced, but not eliminated completely. Therefore, the most probable root cause of this event is anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the procedure was completed without any issues. However, when the pads were removed there were two type I burns on the patient¿s thighs in the shape of the pads. The burns were located the outside of the right thigh, and the inside of the left thigh. It was confirmed that the grounding pads were oriented correctly during the procedure. The burns were treated with a topical cream (azunol). The patient is stable now and was discharged. The patient returned to the hospital periodically for the burn to be checked.